Manufacturer narrative:
Concomitant medical products: two concomitant cassettes were reported for one pump. Reservoir, cassette, part number: 21-7302-24, lot #: 17x711; reservoir, cassette, part number: 21-7302-24, lot #: 17x711. (B)(6).

Manufacturer narrative:
Concomitant medical products: reservoir, cassette, part number: 21-7302-24, lot #: 17x711. (B)(6).

Event description:
Information was received indicating that an occlusion alarm occurred every couple of hours to a smiths medical cadd-legacy® plus pump following cassette attachment. The customer then checked the catheter, but no occlusion was observed. The pump was then checked and found that the alarms were issued on an irregular basis. There were no reported adverse patient effects.